Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash on her back and shoulders. The patient's physician prescribed hydrocortisone for the irritation. During a follow-up the patient reported that the irritation had improved.